Event description:
On (B)(6) 2014 (originally reported as 2013) tosoh bioscience was notified that an account had tested two patient specimens for troponin, second generation on the tosoh aia-900 analyzer. Initial results were reported as positive and were questioned by the physician. Repeat results were negative. All cqs were within acceptable ranges. Root cause: unknown, unable to determine the root cause of the errors. Tosoh bioscience field service engineer performed on-site service but did not identify any thing that could have definitively caused the errors. The instrument had set idle for several hours prior to analysis of both samples, and an air bubble was found in the substrate syringe. Improper start-up of analyzer could have been the cause of the air bubble.